Manufacturer narrative:
Several attempts were made to the reporter to collect additional information on this event. Yet, no additional information was received. It is written in the complaint report that the cage was discarded. Therefore, no product evaluation could be performed. From the information provided based on the event description , the product history records, the review of the case with the project manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it could be hypothesized that the implant holder was badly manipulated, leading thus to a deterioration of the interface implant / implant holder. Consequently, the cage could have disadapted and moved back, as reported. It is clearly stated in the surgical technique to make sure the cage is perfectly stable and properly fixed on the cage holder (step 6: cage preparation). However, regarding the lack of information provided and without the product return and evaluation, this hypothesis cannot be validated. The root cause of this reported event remains undetermined with the most likely hypothesis mishnadling during implant and inserter assembly . If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Roi-a : cage moved back during impaction of anchoring plate according to the reporter , the cage moved during anchoring plate insertion there was no patient impact , no surgery delay more than 30 min the cage was extracted and replaced with another one of the same reference severals attempts were made to collect additional informations about the event. No update received . The cage was discarded by the hospital and not returned to the manufacturer for examination.

Manufacturer narrative:
This medwatch is submitted to send the an initial report about a roi-a complaint. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Additional informations were requested. Investigation still in progress. Conclusion not yet available. Implant discarded by hospital.

Event description:
Roi-a: cage moved back during impaction of anchoring plate. Further information has been requested. Investigation on going.